Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device failed for the tightness test". When this was noticed, the ventilator was not in use to ventilate a patient. The tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. No further details are reported to hamilton medical ag therefore we assume that the first situation applies, namely during the pre-operational check. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the tightness test on the ventilator did not pass during per operational check. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. No log files were provided. To address the issue, an expiratory valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the expiratory valve assembly, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device failed for the tightness test". When this was noticed, the ventilator was not in use to ventilate a patient. The tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. No further details are reported to hamilton medical ag therefore we assume that the first situation applies, namely during the pre-operational check. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.